Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument had a broken tip and would not flex. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a dislodged cable crimp at the wrist control cable 7. The instrument has cable crimps at the end of the wrist cables that tend to slip, causing the cable to appear broken. The cable crimp was captured inside the welded grip. As a result, imprecise motion was observed when the instrument was placed on the in-house system. No broken grip tips were observed. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however, backlash was observed in the pitch direction. The grip tips were able to open and close properly. This failure is related to the customer reported complaint. There was an additional observation that was not related to the reported failure. The instrument had signs of thermal damage on the molded insulator located at the grip tips. An electrical continuity test was performed and passed.